Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implant procedure, the device was interrogated and found to be at recommended replacement time. A different device was used for the procedure. There was no patient involvement.